Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray difficult aspiration led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: pharmacist reported when drawing up IV doses for specific patients, medication leaked around the "black stopper" stated, was not able to draw medication because it only stayed trapped in "stopper" area and leaked back out. Issue occurred with both products.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-nov-2022. H6: investigation summary our quality engineer inspected the 600 samples submitted for evaluation. The reported issues of aspirate / draw (cannot / difficult) and leakage past stopper were not confirmed upon inspection and testing of the samples. Analysis of 50 randomly selected samples showed that no damages or abnormalities were observed on the samples. All 50 samples underwent testing for sustaining forces and leakage and no abnormalities were found. Bd could not determine a manufacturing related root cause since the reported defects were not confirmed after analysis of the samples. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray difficult aspiration led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: pharmacist reported when drawing up IV doses for specific patients, medication leaked around the "black stopper" stated, was not able to draw medication because it only stayed trapped in "stopper" area and leaked back out. Issue occurred with both products.